Event description:
It was reported by the customer at that the cardiosave intra-aortic balloon pump (iabp) while connected to a training balloon and trainer displayed an autofill failure message. The helium tank was open and showed full. The customer attempted several times to autofill but continued to receive an autofill failure. The problem with the pump was reported to the clinical engineering department for evaluation. There was no patient involvement, thus no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp unit and confirmed error code 37 auto-fill failure in the fault logs. After troubleshooting, the stm determined that the patient interface module (pim) was at fault. To resolve the issue, the stm replaced the pim. The stm tested the iabp and confirmed that all parameters were within manufacturer¿s specifications. The iabp was returned to customer and cleared for clinical use. (B)(6).

Event description:
It was reported by the customer at that the cardiosave intra-aortic balloon pump (iabp) while connected to a training balloon and trainer displayed an autofill failure message. The helium tank was open and showed full. The customer attempted several times to autofill but continued to receive an autofill failure. The problem with the pump was reported to the clinical engineering department for evaluation. There was no patient involvement, thus no adverse event was reported.